Event description:
It was reported that there was resistance while inserting the intra-aortic balloon (iab) through the sheath. The customer then noted that the iab membrane had become unfurled. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reproted.

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).